Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient was hospitalized (specific duration not reported), and the device was electively explanted under general anesthesia on (B)(6) 2025, due to migraine and device non-use. It is unknown if there are plans to reimplant the patient as of the date of this report.